Event description:
It was reported that a patient underwent an anterior pelvic floor repair and a sling procedure in 2007. Since the procedure, the patient has only been able to void minimally and has experienced urinary retention with post-void volumes of 300-500ml. The surgeon opines that the tape must have been too tight. The patient is performing self-urinary catheterizations. The surgeon plans three to four week post-operative urodynamic testing and a tape release will be performed if the bladder shows normal bladder contractions.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.